Event description:
Entered patient room to check status of blood transfusion. Pump was alarming to check set when rn realized the amount delivered and amount left in the blood bag differed. The pump read that the transfusion was almost done when it appeared that more then half the blood in the bag still needed to be infused. Blood was discarded. Normal saline was also running on a separate pump and the volume left in that bag did not match what the volume the pump said had infused. Manufacturer response for IV pump, (brand not provided) (per site reporter): b. Braun was on site for other pump malfunctions.